Manufacturer narrative:
(B)(4).

Event description:
It was reported "micro leak in balloon membrane leading to unable filling od helium". To continue therapy the catheter was removed and replaced in the same insertion site. No patient harm or injury reported. The patient's current condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint for "micro leak in balloon membrane" is not able to be confirmed. The product was not returned for investigation.based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "micro leak in balloon membrane leading to unable filling od helium". To continue therapy the catheter was removed and replaced in the same insertion site. No patient harm or injury reported. The patient's current condition reported as "fine".